Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. Section b. Box 1. Adverse event and/or product problem. Section h. Box 1. Type of reportable event. Results: the distal tip of the sep8 delivery wire was fractured approximately 149.5 cm from the proximal end. Conclusions: evaluation of the returned sep8 revealed that the distal tip of the delivery wire was fractured off. If the sep8 is repeatedly manipulated against resistance, the distal tip of the delivery wire may become fatigued and damage such as a fracture may occur. Penumbra separators are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism using an indigo system separator 8 (sep8). During the procedure, the physician completed multiple passes using the sep8. However, towards the end of the procedure, the wire distal to the sep8 bulb broke off and remained in the patient. Therefore, the sep8 was removed and the procedure was ended at this point. There was no report of an adverse effect to the patient.